Event description:
Customer reports blood is leaking around the slip luer of bd vacutainer collection device when drawing blood from maxzero in the outpatient oncology department. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.